Manufacturer narrative:
Medical device problem code - (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12fr sheath hole prior to an interventional procedure. The sutures of two proglide were successfully pre-placed. The procedure was completed. The sutures of the preplaced proglide devices were tightened; however, bleeding continued. Reportedly, when attempting to place a third proglide device, excessive force was needed to push the collar up to the handle. When removing the plunger, no sutures came through the plunger. Hemostasis was achieved with the pre-placed proglide device sutures and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Although it does not appear to have caused or contributed to the reported event, reportedly, the physician applied excessive force to push the collar up the handle. It should be noted that the electronic perclose proglide instructions for use, states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.